Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece it was reported that patient faced infusion set tubing detachment event on(B)(6) 2026. The location of detachment was tubing connector. The site location was right abdomen.the infusion set was in use for one day. No further information available.